Manufacturer narrative:
The last calibration was performed on (B)(6)2020, the calibration signals were lower than expected. The qc recovery was requested but not provided. The customer indicated that the qc was in range at the time of the event. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer stated they noticed the procell cup had bubbles, they raised and lower the procell straw and performed a prime. The field service engineer checked the operation of the procell straw, made adjustments, and performed precision testing without issue. This investigation is ongoing.

Event description:
The initial reporter received questionable elecsys pth stat immunoassay results for two patients with the cobas 8000 - cobas e 602 module. Sample initial result was <1.2 pg/ml and the repeated result was 48.7 pg/ml. Sample initial result was <1.2 pg/ml and the repeated result was 46.1 pg/ml. The questionable results were reported outside the laboratory. The reagent lot number was 49083902 and the expiration date was 31-dec-2021.